Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-op, while removing a set screw the tip of the driver broke off while placing removal torque on the set screw. No patient complications was reported as the result of the event. No fragments were left in patient.

Manufacturer narrative:
Visually confirmed approximately ~3 mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted ccw, consistent with torsional overload. The is an ~45 degree angle to the break indicating there may have been a bending moment while the torsional force. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.